Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cv3f. Device evaluation summary: the analysis results found that ntlc75 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damage found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the first photo shows a tyvek with lot # t40k7h and expiration date 2024-05-31 from top view and a hole can be seen near of lot number. The second photo shows an open box and a ntlc75 device inside of its package from top view. The third photo shows an open box and an unopened sample from opposite side of product code ntlc75, lot # t40k7h and expiration date 2024-05-31 and a hole was observed near of lot number. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
Damaged packaging. It was reported that during the surgery, before used on the patient, did not open the packing, noted the packing was damaged with one hole. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.